Event description:
A patient contact reported a peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler experienced an infection and was given antibiotics. There was no specific allegation this adverse event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up with the patient¿s pd registered nurse, it was reported this patient presented to the outpatient clinic on (B)(6) 2022 with abdominal pain and general weakness. Peritoneal effluent fluid cultures and a white blood cell (wbc) count taken in the outpatient clinic on (B)(6) 2022 presented with staphylococcus epidermidis in the culture and a wbc count of 106/mm3. The patient was diagnosed with peritonitis due to non-adherence to aseptic technique during ccpd therapy on the liberty select cycler at home. The patient was not hospitalized for this event and was prescribed intraperitoneal vancomycin at 2000 mg every three days for two weeks. The patient has recovered from this event and remains asymptomatic. It was confirmed the patient¿s peritonitis was not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient continues ccpd therapy on a newly received liberty select cycler at home following this event.